Event description:
The customer called to report that she is having problems with her transmitter. The customer also reported an incident where she passed out due to low blood glucose levels, and was taken to the hospital. The customer stated that her blood glucose was in the range of 20 mg/dl. The customer declined troubleshooting for low blood glucose levels at this time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.